Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The physician involved with this event was not trained on the angio-seal sts plus; however 2 other physicians at that hospital are trained. The IFU cautions that the angio-seal device is to be used only by a licenced physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported following a percutaneous coronary angiogram a 6f angio-seal sts plus was used to seal the right femoral arteriotomy. Five days following the procedure, the patient experienced pain. On the sixth day following the procedure, the pain continued and an inguinal hematoma was diagnosed. The patient was transferred to surgery for evacuation of the hematoma. During the surgery, the surgeon found no angio-seal at the normal arteriotomy site location. The physician could not confirm any angio-seal components in the evacuated fluid from the hematoma; no angio-seal was found. The patient was taking prescribed anti-coagulants, type and dose unknown. The patient has pre-existing medical conditions and is hospitalized and the patient's condition is improving.